Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the tube's cuff did not inflate and there were tiny pin holes in the cuff. The tube was discarded. There was no report of patient involvement.